Event description:
Dealer originally contacted us to create a RMA for repair, stating that the unit was alarming. We created this RMA then the dealer decided not to send the unit in so the RMA was cancelled. No further information provided.